Event description:
In 2003, the pt was to undergo surgery for anterior cruciate ligament reconstruction. After being prepared and well into the surgery, the surgeon, after preparation of the acl bed, discovered that the tendon stripper instrument was not present. When no tendon strippers could be found at other institutions it was elected not to do the acl at that time. The surgeon planned to bring pt back at a later date to complete the procedure. As a result of the delay in completing procedure due to the attempt to locate tendon strippers the pt had surgery on their knee again 15 days later to drain a septic/infected left knee.